Manufacturer narrative:
Additional reporter name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the cardiosave intra-aortic balloon pump (iabp) had been generating an autofill failure alarm and had not been pumping the past 4-6 hours. The customer was advised that at that point the iab needed to be removed as soon as possible. There was no patient harm or adverse event reported.

Manufacturer narrative:
Updated field(s): adverse event/product problem, outcome attributed to ae, describe event or problem, type of reportable event, health effect ¿ clinical code, health effect ¿ impact codes. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the cardiosave intra-aortic balloon pump (iabp) had been generating an autofill failure alarm and had not been pumping the past 4-6 hours. The customer was advised that at that point the iab needed to be removed as soon as possible. It was later reported that patient death occurred.

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint#: (B)(4).